Event description:
It was reported that the patient presented in clinic for follow up it was noted that the left ventricular lead exhibited loss of capture. A chest x-ray was performed and did not show dislodgement. On (B)(6) 2016 the previous settings was restored with good thresholds noted. No additional information was available.

Manufacturer narrative:
Correction: describe event or problem should have been date of 8/4/2017 rather than 8/6/2017 for device restored.

Event description:
New information stated that the patient presented not feeling well, the device was reprogrammed and the settings were restored (B)(6) 2016.